Event description:
The facility's biomed reported an infusion pump with failure code 812:02. Despite baxter's efforts to obtain additional info regarding whether or not this incident occurred during clinical use, the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Alternate contact info was requested but no alternate contact was identified.